Event description:
It was reported while using the catheter for an atrial flutter ablation procedure a leak was detected at the irrigation port near the catheter handle. Ablation was being performed in the cavo-tricuspid region at 35 watts with a temperature limit of 42 degrees celsius for an hour when temperature limits were reached on the generator. The catheter was inspected and it was noted that there was a leak at the area where the irrigation tubing connects to the catheter handle. The procedure was stopped, there were no consequences to the patient.